Manufacturer narrative:
Device not returned.

Event description:
It was reported that a power source alert occurred. Customer disconnected and reconnected usb cable. After continued charging, battery charge was completed. There was no reported adverse impact to customer's blood glucose.